Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button (abb) was under responsive and that the button cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: evaluation revealed that the audio bolus button cover was partially lifted off the pump. During testing, the audio bolus button was found to be unresponsive. The bolus button cover was removed and the button slug was found to be missing. Unrelated to the complaint, the display was found to be dim and discolored during testing.